Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During impella 5.5 support, concurrent with ECMO, an lv thrombus was observed on cardiac echocardiography. Patient support continued without further issue until the patient received a durable lvad. However, staff later called reporting a purge system blocked alarm after x-ray came into the room and white cable found to be stuck between the bed and the side rail. The purge cassette was changed but alarm persisted. There were no kinks noted anywhere in the catheter. Decision was made to remove pump.